Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump audio stopped working and a hardware low level alarm occurred. The customer¿s blood glucose during the incident was 150 mg/dl. Troubleshooting was not completed. The customer did not have time to perform the self test during the call. The device will not be returned for analysis.